Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the an unknown guidewire was stuck in the device. The x-ray showed that the device had prolapsed on to itself and was wedged in the lumen which caused the device to stick inside. The guidewire stuck in the device was confirmed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a guidewire stuck in a diagnostic catheter. A 6f impulse guide catheter was selected for use. Upon withdrawal, it was noticed that an unknown guidewire was stuck in the impulse diagnostic catheter. The physician removed both devices at the same time from the patient's body. The procedure was completed with another 6f impulse diagnostic catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire stuck in a diagnostic catheter. A 6f impulse guide catheter was selected for use. Upon withdrawal, it was noticed that an unknown guidewire was stuck in the impulse diagnostic catheter. The physician removed both devices at the same time from the patient's body. The procedure was completed with another 6f impulse diagnostic catheter. No patient complications were reported and the patient's status was stable.